Event description:
A customer contacted baxter's technical service center regarding a reload set (rls) 161 alarm that occurred on the homechoice (hc) unit display. This event occurred during priming and the patient was not connected. The technical service representative (tsr) cycled the power off/on and had the customer reload the current cassette and resume prime. The call was completed and the hc was operational. The possible cause was a fluid leak/cracked cassette. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
An evaluation will not be performed as the patient resumed therapy with the same supplies.